Event description:
This lead was implanted on (B)(6), 2003 and was capped/sealed on (B)(6), 2016 due to failure to sense. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6), canada. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).